Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with common failure 38; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department during biomedical testing. This device is also being sent in for the final rental return. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with common failure f-38 was confirmed by service. The cause of the reported condition was not determined since it is a stay-in device. The pump was not repaired at this time and was removed from service. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.